Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 8 devices were received. Evaluation status: confirmed 1 reported event was confirmed during testing. 1 device was found to be affected by corroded bearings. Not confirmed 3 reported events were not confirmed during testing; however: 3 devices were found to be affected by corrosion. 4 reported events were not confirmed during testing; the devices were found to be within specifications. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.